Event description:
It was later reported that the patient was going to have a MRI of the head/brain and the reason for the MRI may be due to the deep brain stimulator device. The patient had her implant adjusted 4-5 days prior to the date of this report and had come back to the hospital on the day prior to the date of this report complaining about headaches that had started 1 or 2 days prior to the date of this report. A computerized tomography (CT) scan was done and had found her ventricles were larger than previous scans. The CT scan had shown a collection of fluid at the tip of the lead and per the image it appeared that one of the leads ¿may be in too far.¿ they were trying to determine whether the fluid was blood or something else with the use of the MRI. The patient was admitted to the hospital on (B)(6) 2015. The patient was presenting with hydrocephalus. The patient had the deep brain stimulator for tourette¿s syndrome. Impedance readings were greater than 2000 ohms on contact c/11, 8/11, 9/11, 10/11. Contacts c/8=4334 ohms, 8/9=4371 ohms and 8/10=4511 ohms. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-28, lot# va0ljvp, implanted: (B)(6) 2014, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# v866904, implanted: (B)(6) 2012, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was seen in the office on (B)(6) 2015 and had been recommended an urgent computerized tomography (CT) scan for an inflammatory change.